Manufacturer narrative:
The customer stated that the nurse developed a rash and itchiness at the level of the wrist while wearing the surgical gown 90270nb and was prescribed mometasone 0.1% cream by a physician. The nurse has no known disclosed allergies. The nurse is continuing to wear the gown but is wearing gloves to cover the area to prevent contact with the gown. The rash is still present. No sample was returned from the customer for investigation. Based on the results of investigation, the device history record review did not indicate any exception that could lead to the reported incident. The main materials used to produce product 90270nb are provided by cardinal, consistent to the bill of materials and passed the relevant inspection without any abnormality found in the bronson process. They did not change their manufacturing/storing/transferring process and environment on this product. From the investigation, the root cause could not be determined without the sample. The complaint information was fed back to the relevant sectors for their reference. At this time, there are no additional corrective actions taken but bronson will continue to monitor the trend of this kind of issue.

Event description:
The customer stated that the nurse developed a rash and itchiness at the level of the wrist while wearing the surgical gown 90270nb.

Manufacturer narrative:
Medical device report is being filed since sample was received after the original report was submitted. One piece of the gown sample was returned for investigation, but was not the actual sample involved in the incident, it was a new gown, which had not been used. Testing of the gown was done by having three individuals wear the returned sample for 30 minutes respectively and no one had an allergic reaction. Based on the information a root cause could not be determined from this investigation. The complaint information was fed back to the relevant sectors in the manufacturing site for their reference. At this time, there are no additional corrective actions taken, but we will continue to monitor the trend for this type of report.